Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-13469.

Manufacturer narrative:
The investigation is ongoing. Reference number: (B)(4). Voluntary medwatch was received. Reference number: (B)(4). The device has not been returned.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach the sheath inserted per usual with no issues. The esheath kinked as distal to the iliac vessel bifurcation when the valve and delivery system were inserted into the sheath. It was noted that the iliac artery was perforated. The kink resulted in the delivery system flex catheter diving into the valve which bent an outflow frame strut. With the bent strut, the system could not be advanced or retracted. It was noted that the sheath kept "buckling". A surgical intervention was required to remove the system. Upon removal, a tissue was wrapped around the sheath likely iliac artery tissue and the bent valve strut pierced the sheath layers. A contrast injection showed an obliterated artery and further open surgery was initiated to repair. Prior to repair, the patient developed cardiac arrest and expired.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Imagery was provided from the site and revealed the following: tortuosity and calcification are present in the patient's access vessel. Post procedural device photo shows sheath shaft curvature, valve puncturing through torn sheath liner, and tissue wrapped around the middle of the sheath shaft. Sheath distal tip appears to be unopened. Sheath shaft kink not observed; however, it is possible it is kinked underneath the tissue along the sheath. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed through review of the returned imagery. Without the return of the device, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. In this case, ''when valve/delivery system inserted into sheath, the sheath kinked as distal to the iliac vessel bifurcation. It was noted that the iliac artery was perforated. The kink resulted in the delivery system flex catheter diving into the valve which bent an outflow frame strut. With the bent strut the system could not be advanced or retracted. It was noted that the sheath kept ''buckling''. Surgical intervention required to remove sheath/valve/system. Tissue was wrapped around the sheath upon removal likely iliac artery tissue. A contrast injection showed an obliterated artery and further open surgery was initiated to repair. The product was wasted due to complication. The procedure was aborted.'' Per additional information received, ''esheath resistance was noted approximately halfway through. The groin insertion angle was not steep however the kink occurred in a steeper area past the pelvis and before the iliac bifurcation. The bent valve strut pierced the sheath layers.'' Per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is too high or valve is initially stuck, zoom in the rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. Do not over-manipulate the sheath at any time.'' Review of returned imagery showed tortuosity and calcification in the access vessel. A post procedural device photo showed sheath shaft curvature, valve puncturing through torn sheath liner, and tissue wrapped around the middle of the sheath shaft. The sheath shaft kink was unable to be observed; however, it is possible that the kink was underneath the tissue region along the shaft. Vessel calcification and tortuosity can create a challenging pathway for delivery system advancement through the sheath. It is possible that the tortuous angles in the access vessel caused the sheath shaft to kink as the delivery system was advanced, which can act as an obstacle for continued advancement. Tortuosity can also subject the devices to non-coaxial alignment, which can increase friction between the delivery system, crimped valve, and sheath inner lumen. If excessive manipulation was used to overcome the experienced difficulty, the delivery system with crimped valve can tear through sheath liner, especially if valve struts are bent, and the sheath shaft is kinked as contact between the devices would be exasperated. In addition, sharp calcified nodules can weaken or directly damage the sheath liner prior to and during delivery system advancement through the sheath. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (kinked sheath, bent valve strut, excessive manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.